Event description:
The physician first used 6x150 in distal sfa w/ desired results. Wanted to put in 7x150 proximal to cover entire lesion. There was small resistance when first tried to deploy the stent. Went to pull the sheath back and the stent jumped back. As he continued to deploy, the middle of the stent started to stretch (elongate). Continued to deploy and try to maintain position and successfully finished deploying stent, but stretching was still present when later observed on fluro.